Event description:
It was reported that a proultra tip #5 separated in a patient's tooth. The separated piece was retrieved without injury.

Manufacturer narrative:
Though no injury occurred, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion).